Event description:
It was reported that a cart alarm 20 occurred with the pump. The customer's blood glucose levels did not exceed 500 mg/dl, and there was no adverse impact reported. Despite attempting to load a new cartridge, the alarm recurred, preventing the resumption of insulin therapy. Technical support assisted the customer and arranged for a replacement pump. In the meantime, the customer will use a backup insulin pump to maintain insulin delivery. The customer was instructed on properly storing the malfunctioning pump and returning it with a pre-paid label.